Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During a right primary knee surgery, the surgeon was press fitting the tibial baseplate and surgeon noticed a small crack/fracture in the tibia leading distally from the cut to a pin hole made by the headed pin from the baseplate trial. The surgeon decided to remove the pressfit baseplate and cemented a 12x50 stem on a universal baseplate and completed the case accordingly.